Manufacturer narrative:
This event is recorded by zimmer biomet in (B)(4). On (B)(6) 2018, it was reported that the electric dermatome was reported as noisy, possibly motor dead; sometimes needs manual help to start unit. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in vdoc portal services. Product review of the electric dermatome by zimmer biomet surgical on (B)(6) 2018 revealed that the technician confirmed that unit would intermittently not operate and only operated when triggered. It was also noted that the device calibration and motor speed was within specifications but on lower side. Repair of the electric dermatome was performed by zimmer biomet (B)(4) on (B)(6) 2018 which included replacement of the motor, bearing pack, o-ring, seal, reciprocating arm. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that the technician confirmed that unit would intermittently not operate and only operated when triggered. It was also noted that the device calibration and motor speed was within specifications but on lower side. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the technician confirmed that unit would intermittently not operate and only operated when triggered. It was noted that the motor speed was within specifications but on lower side. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the electric dermatome was reported as noisy, possibly motor dead. It was noticed that the device had intermittent starting in the workshop and sometimes needed manual help to start unit. Subsequently this did not cause patient harm and there was no delay. The surgery was completed using an alternate device.